Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter read inaccurately low compared to other meters. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the subject meter started reading inaccurately low on an unknown date in (B)(6) 2015, although no results were provided for this time. The reporter also alleged that on ¿(B)(6) 2015 at noon and about a month ago¿, the patient obtained an alleged inaccurately low blood glucose result of ¿215 mg/dl¿ on the subject meter and ¿328 mg/dl¿ on a doctor¿s meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls outside lfs¿ criteria for accuracy. The patient manages his diabetes with insulin (self-adjuster). The reporter alleged that as a result of the alleged issue, the patient ¿increased¿ his daytime and night-time dose of levemir insulin by one unit. The reporter alleged that a ¿couple months¿ after the start of the alleged issue, the patient developed symptoms of ¿abdominal pain, ketones present, dehydrated [and] vomiting¿. The reporter alleged that the patient was taken to the emergency room where a blood glucose result of ¿328 mg/dl¿ was obtained on a laboratory device and ¿243 mg/dl¿ was obtained with the hospital meter. The reporter also alleged that the patient was treated by a healthcare professional with ¿IV fluids¿ on (B)(6) 2015. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site and the correct testing steps. The test strip vial was not cracked or broken and the test strips had been stored correctly. However, the patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained inaccurate low readings, increased his medication based on the alleged results on the subject meter and reportedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 performance testing with control solution was performed on the retain test strips. The retain test strips failed the performance testing with control solution. Two non numerical results of error 2 were observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 this supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. The retains were tested with blood not control solution.